Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The field service engineer (fse) of olympus medical systems (B)(4) (omsi) checked the subject device on-site and found that the reported phenomenon (error b30) was duplicated, and also found that after repeating the connection/disconnection of the videoscope two-three times, the error b30 disappeared. However, the same videoscope or other evis 190 series videoscope was connected to the subject device, the error b30 occurred again. When the fse had cleaned the output socket of the subject device, the error b30 disappeared while the fse visiting the user facility, but the error b30 occurred again for each use of the subject device at the user facility and then the use was interrupted. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the scope communication error b30 occurred intermittently on the subject device while evis 190 series videoscopes was connected to the subject device. There was no report of patient injury associated with this event.